Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for non-malignant pain. It was reported that the hcp had just done a volume fill with no programming changes. The hcp stated that the pump was now full with 20ml but he refill date was still showing (B)(6) 2026. Technical services suggested that the hcp go into the patient profile and enter a single character in the patient notes section and update the pump. The hcp updated the pump but stated that the refill date was still showing as (B)(6) 2026 the hcp verified that the low reservoir alarm was set for 20ml. The hcp changed the low reservoir alarm volume to 2ml and the refill date updated to the correct date. Troubleshooting steps taken with technical services resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_prog, serial# unknown, product type programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.